Event description:
It was reported that the patient experienced a temporary loss of dexcom g7 cgm signal to the ilet, after which readings resumed without intervention and no blood glucose impact was reported. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no hospitalization. Investigation included troubleshooting and education addressing cgm signal loss. Investigation of this case revealed a transient communication interruption between the cgm and the ilet consistent with cgm signal loss to the ilet only, with device functionality restored and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal interference or environmental factors leading to temporary loss of communication.